Manufacturer narrative:
Gehc recommended replacement of the adjustable pressure limit valve. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, pressure in the manual mode increased higher than expected. There was no report of patient involvement.